Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The investigation was limited due to the unavailability of requested information, including calibration and quality control data, patient medical history, and specific details regarding the frequency of false reactive results. No additional instrument-related information was provided. No further information was received to support additional investigation.

Event description:
The initial reporter alleged frequent false reactive results for patient samples tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer.